Event description:
Difficulty interrogating telemetry a in the box pre-implant, frequently has to select specific model before telemetry is achieved, unable to use 'find patient' feature. There was no patient involvement with this issue (failed in box).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The issue was detected prior to patient involvement. Without a lot number or device serial number, the manufacturing date cannot be determined.